Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was no reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.

Event description:
Pt was a (B)(6) male with a right middle cerebral artery (mca) m1 occlusion. Physician made one pass with a merci retriever v 2.5 firm. A hemorrhage was confirmed post-operatively. Decompression was performed and anticoagulant administration was discontinued as a medical intervention. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. Tissue plasminogen activator was not administered to the pt. Physician stated that since the hemorrhage was confirmed to be at a different site from the location of ischemia, it is possible that it had been due to the damage to the tiny blood vessels caused by the merci device.